Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation: an empty opened folder and a suture in two section of product code w748, lot lj6731 were returned for analysis. During the visual inspection of sample, no defects were found along of the sutures pieces; however, the end of the strands were observed cut appears to be by use of a surgical instrument. In addition, the needle was not returned for evaluation. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device lot number lj6731, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, was there only 1 device involved in this event?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture ruptured during the suturing which lead to closing the wound multiple times. There were no adverse patient consequences reported. No additional information was provided.